Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation. The lift and the sling (model maa4100m-m-l1, serial number (B)(6)) used as the system were inspected by an arjo representative, and no issues were identified. When a resident is suspended in the sling, the weight of the load applies tension to the sling straps, securing the clips in position and preventing unintended detachment unless a force greater than gravity is applied in the opposite direction. In the analysed case, the customer reported that the resident has cerebral palsy (cp) and exhibits involuntary movements. Such movements likely occurred before the leg clips were fully loaded under tension. Additionally, it was established that the staff moved the lift backward shortly after raising the resident from the wheelchair, prior to the clips being fully loaded. A clip that is only partially loaded or not yet under tension is more susceptible to dislodgement, especially when combined with involuntary patient movement. The maxi move instructions for use (IFU 001.25060.en rev. 7) provide detailed guidance on the lifting sequence and emphasize verifying clip engagement: ¿maxi move must always be handled by a trained caregiver and in accordance with the instructions outlined in this manual.¿ ¿warning: patients with spasms can be lifted, but great care should be taken to support the patient¿s legs.¿ the IFU instructs caregivers to ensure that all sling attachment clips are fully in position before and during the lifting cycle, and that the clips come under tension gradually as the patient¿s weight is taken up. Additionally, the IFU recommends using the crossed leg clip method for residents who may attempt to dislodge the leg clip: ¿if the resident is prone to kicking off the leg clip, the crossed attachment of the leg clips shall be applied, which will prohibit the clip from being kicked off.¿ if this method was not used, the likelihood of detachment would be further increased. In summary, the incident most likely resulted from a combination of the selected sling application method, involuntary patient movements due to cerebral palsy, and moving the lift backward before the sling clips were fully tensioned. No deficiency was identified in the system (maxi move used with sling); it met its specifications. The system was used for patient transfer and therefore played a role in the incident. The complaint was assessed as reportable due to the allegation of right leg clip detachment after lifting the resident, which resulted in the resident¿s fall.

Event description:
It was reported by the customer staff that the right leg clip of the sling detached while transferring the resident using the maxi move lift. The fall occurred shortly after lifting the resident from the wheelchair. The resident struck their head on the wheelchair and sustained a small abrasion on the right occipital area, and verbally reported neck and lower-back pain. A physician assessed the resident and documented no notable injuries from the fall other than the abrasion.